Manufacturer narrative:
On 4/2/2019, the bwi product analysis lab received the device for evaluation and observed that the brim cap came off. This finding coincide with what is being reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve, and a hemostatic valve separation issue occurred. The ablation catheter was removed from the sheath and the valve came off the sheath. The sheath was quickly removed and the procedure was finished. No wires and or braid was exposed and there were no lifted or sharp rings. The procedure was completed without patient's consequence. The issue of hemostatic valve separation has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve, and a hemostatic valve separation issue occurred. In the initial report, the manufacture address was erroneously reported as 91 technology dr. Irvine, ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. Section d3 of this report has been updated. On(B)(6)2019 , the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the lot number 17737171, manufacture date of 12/07/2017, and expiration date of 10/31/2020 was provided. Sections d4 and h4 of this report have been updated have been updated. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve, and a hemostatic valve separation issue occurred. The investigational analysis completed (B)(6)2019 . The device was inspected and the brim cap came off. However, during the second visual inspection the valve was placed in the sheath as received. Then, the valve was taken off the sheath to verify for any damage on internal components. Blood residues were found. No additional damage was noticed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed since valve was observed placed on the cannula sheath and there were no damages on valve¿s internal components. Manufacture reference no: pc-000411651.